Manufacturer narrative:
(B)(4).

Event description:
The patient reported poor telemetry or no telemetry with recharging. He saw a call your doctor message and thinks it may have said power on reset (por) was unsure. He had been using an icy hot brand tens unit and was wondering if this could cause a por. The patient was using the antenna locate (al) feature when he saw the call your doctor message. The last time he was able to successfully charge his implantable neurostimulator (ins) was about a year ago. Before he stopped charging, he was only able to charge the ins to half way. It was suspected the ins was overdischarged. He stopped charging the ins because he was only able to charge half way and thought that he had a broken/fractured lead. The patient had an appointment with his managing hcp tomorrow. His pain level was so bad and the doctor had to perform surgery on his neck and back because the patient had a ruptured disc at l3 and problems in his sacrum and the doctor said that as long as he was performing surgery he might as well just replace the scs ins as well. A surgery was scheduled for (B)(6) 2016. The patient outcome was unknown. The indication for therapy was degenerative disc disease. If additional information is received, a follow-up report will be sent.